Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcocks connecta plus there was an issue with leakage. It was stated by the customer ¿stopcocks have leakage somewhere, nurse has seen wet under stopcocks.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample and photo were received for the purpose of our investigation. Our investigators were able to observe the reported failure mode in the samples provided. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. The device history report for lot number 7285636 was reviewed, no related abnormalities were found. Material number 394945 for lot 7285636 was manufactured on 10/28/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Bd was not able to replicate or observe the reported failure mode. Investigation conclusion: based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process.